Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the electrode incision site became infected. The patient was treated in the hospital with intravenous antibiotics and the infection cleared up. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information that the patient continued to have problems with an infected incision site. The physician explained the entire subcutaneous implantable cardioverter defibrillator (s-ICD) system and has treated the patient. The products were sent for culture. The plan is to implant a transvenous system at a later date. The patient was issued a life vest until a new system is implanted. No additional adverse patient effects were reported.